Event description:
The patient had not experienced any improvement in symptom control at night. The symptom control was worse and the patient was not able to sleep as a result. The patient was completely blind and could not read the patient programmer screen. The patient was also not educated on using their device. The change in the patient's therapy/symptoms was reported to be sudden. It was also noted that the patient was leaking less during the trial, however they were not sure if they should have received it. The patient's friend/family member also reported blood in urine and a pain in the patient's leg. Stimulation was decreased and the pain had stopped. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal /pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.